Event description:
The patient reported they experienced a problem with their ins, as it was not doing anything for the pain in their spine. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).